Event description:
Additional information received reported that the system had been off for a month. It was further noted that stimulation would be shut off and the residual stimulation sensation would go away after about 24-48 hours. When stimulation was turned back on, it was reported to have made the patient uncomfortable, and made their rear sore. The impulse could be felt up towards the device site. It was stated that the doctor wanted the device to be off for another full month. It was indicated that the patient had fibril myalgia and sciatic nerve issues. No falls or traumas were reported. It was stated that the patient had a follow up planned with two doctors and a company representative in a month. No further information was reported at this time. If additional information is received, an additional follow up report will be sent.

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was stated that the implantable neurostimulator(ins) had not been "functioning properly" since implantation. The patient experienced pain at the ins site and shocking down her leg, but not in her pelvic area. When the patient used the programmer to make changes she was "getting shocked". Then the device was turned off the patient stull felt stimulation. It was stated that the device had been off for a "few months". The doctor had reprogrammed a few times and it was only causing her more pain. The patient felt as though the lead was in the wrong place or the ins was malfunctioning. It was reported that the patient was going to have the device removed on (B)(6) 2013.

Event description:
In (B)(6) 2012, the patient reported that the 'rep indicated that wires coil or something.' It was unclear if this was referring to an issue with the patient's leads, the general structure of lead, or something else. Additional information received reported the implantable neurostimulator and leads were removed the day previous to the date of this report. It was stated the patient still felt stimulation down their legs. Stimulation was reportedly felt in the left leg, side of the thigh, and in their foot. The sensation was not described as painful. It was indicated the 'thrill sensation' was there and the patient felt a pinching sensation 'once in a while.' No lead migration was noted, but the healthcare provider took out both leads. A follow up report will be sent if additional information is received.

Event description:
It was reported that while stimulation is turned on the patient felt cramping in her left leg and toes. The patient turned stimulation down from 1.0 to .95 volts and could feel it in the left labia area. The patient could not vacate completely, and had interstitial cystitis. Approximately two weeks later it was reported the patient had a shocking or jolting sensation. Movement was reported to cause stimulation changes. Approximately two weeks later it was reported that the patient had seen her health care provider (hcp) 3 days prior. All 'five' leads were tested and settings were adjusted. A post residual test was done and the 'funnel test' results were 200 'something' ccs. After the bladder was scanned and there were 22 ccs left, and 12 minutes later another scan was performed and there were 261 ccs. The bladder scan may have been incorrect. The patient had cramping in her foot and calf and a reprogramming was attempted. Patient felt a 'drilling feeling' in the back left thigh when she bent over, as well as when the hcp was testing the five leads. The patient decreased stimulation, but later the same day felt in her whole leg and thigh muscle that there was 'electricity throughout the area,' and that the whole area was 'hyperfired.' The patient turned the device off that night. The next morning she turned the device back on and immediately started feeling the same feeling of electricity, and turned the device down, but turned it off later in the day to due to still having electrical shocks. The patient turned stimulation down to .20 v, and after a few hours turned up stimulation slowly up to .70 v, but began to experience an odd sensation on the left cheek at in the back thigh. The patient was 'not there yet' with any improvement in voiding and was still adjusting the system. The patient hadn't leaked, but frequency had not changed. The patient received the device for her bladder, pain, pelvic floor dysfunction, interstitial cystitis, and irritable bowel syndrome. The patient's hcp had asked to see the patient back in a month. Approximately a week later it was reported the drilling sensation again. The patient felt shocking sensations. The patient could feel stimulation in the bicycle seat area when lying down but upon moving it would go away. When the stimulator is turned off she could feel a 'static electricity feeling.' The patient saw her doctor on (B)(6) 2012 and the device was still giving shocks at voltages of .40 v. It was too painful for the hcp to check the system, so the hcp suggested turning it off for two weeks. The patient also reported entering a store and getting 'a lot of jolts and electricity.' Three days later the patient had a follow up appointment with her hcp, and continued to have cramping in her leg and electrical impulses. Additional information has been requested, but was not available as of the date of this report. Patient outcome was not provided.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va01jef, implanted: (B)(6) , explanted: (B)(6) 2013, product type lead; product ID neu_unknown_lead, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va01jef, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient.